Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 450 mg/dl. Customer stated that they treated with a manual injection. Troubleshooting was performed and it was explained that the set may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis. Customer did a manual push through the reservoir and there was resistance between the reservoir and the infusion set. Customer was using a soft set infusion set. Customer was advised that the infusion set they were using was discontinued. Customer felt the issue was the reservoir. Reservoir will be replaced. Customer was getting an alarm during a bolus basal and when he fills the cannula. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.